Event description:
Reporter would like to submit a complaint about the ferritin reagent provided by beckman coulter for the immage analyzer. Beckman is unable to provided a low standard of any kind for the assay. Reporter has questioned how they were able to get FDA approval for the reagent and their response is that they do not make the reagent - they purchase it from another vendor. Reporter has used the immage ferritin reagent since the reagent is no longer available from abbott and has had difficulty with the low control since the beginning. Beckman cannot provide low control and there are no manufacturers who have an assay value for a low control for the immage. Until recently they have reassayed their own control and made dilutiions of the calibrator to ensure they were ok on the low end of the curve. They also have verified with calibration verification but reporter questions how beckman can continue to provide a reagent for which they do not have 2 levels of control.